Event description:
It was reported that the customer's insulin pump had moisture under the piston in the reservoir compartment and blood glucose had been high all day. Customer's blood glucose was 361 mg/dl. Customer also stated there was a leak past both o-rings in her reservoir. Advised the customer to return the reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.